Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 29/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Primary operation channel resistance. Bending rubbersevere discoloration. Prism scratched. Hole in # 1 remote control button cover. Passed dry leak test. Distal cap/ case chipped. Umbilical cable severe crush. Passed wet leak test. Middle lcb distal cover glass glue is missing. Distal cap/ case cracked. Insertion tube mild crush at stage 2. Hole in # 2 remote control button cover. Umbilical cable single buckled under pve root brace. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Bending rubber. Remote control button. O-rings and seals. Distal case/cap.